Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and was subsequently admitted to the intensive care unit (ICU) due to elevated blood glucose (bg) level of 864 mg/dl and high life-threatening ketone level. Prior to the hospitalization, the customer delivered a correction bolus in attempt to treat high bg. Customer was treated with intravenous saline and insulin while in the ICU. The cause for the reported issue was due to an occlusion alarm occurring while the customer slept. Customer changed pump supplies to address the issue. At the time of the report, the customer had not been released from the hospital, however, the customer confirmed there was no permanent damage and the reported issue resolved. No additional information was provided. Multiple attempts were made by tandem's technical support to obtain additional information; however, a response from the customer was not received.